Event description:
It was reported that the burr became stuck on the guidewire. The target lesion was located in a severely calcified artery. A 1.50mm rotapro burr and a rotawire drive were selected for use. During the procedure, the rota burr became stuck on the rotawire and could not be released. However, the rota burr and the rotawire were successfully removed together from the body as one unit. The procedure was then completed using another of the same device. There were no patient complications, and no adverse event was reported.